Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had experience an embolic stroke on (B)(6) 2019. The patient was admitted and anticoagulation therapy was discontinued after admission. Head CT scans were performed on (B)(6) 2019. The patient was provided supportive care and discharged to home hospice on (B)(6) 2019. The patient expired on (B)(6) 2019. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Death and stroke are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.